Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to verify frozen screen due to blank display.

Event description:
It was reported that the customer's insulin pump had a frozen display. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.